Manufacturer narrative:
On january 07, 2025, the mentor failure analysis lab has received the device for evaluation. The patient identifier was updated to (B)(6). The impacted device was updated to a unknown smooth saline breast prosthesis. On january 16, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the saline smooth breast implant had a tear on the anterior view, measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified gel breast prostheses and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent explantation on an undisclosed date. This report is for the right side device.

Manufacturer narrative:
On november 06, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2024, mentor received additional information regarding the patient's date of device explantation. It was reported that the patient's date of device explantation was on (B)(6) 2024. It was reported that the impacted device was a unspecified saline breast prosthesis. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. All relevant information has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).